Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing via reduced intrinsic amplitudes. The patient was playing lacrosse with his kids at the time of the shock. The sensing vector was set to the primary vector. An x-ray was taken and confirmed that the electrode had migrated upwards. Technical services reviewed the electrograms and discussed them with the clinic. The doctor has now programmed therapy off and will have the patient come back for further review. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing via reduced intrinsic amplitudes. The patient was playing lacrosse with his kids at the time of the shock. The sensing vector was set to the primary vector. An x-ray was taken and confirmed that the electrode had migrated upwards. Technical services reviewed the electrograms and discussed them with the clinic. The doctor has now programmed therapy off and will have the patient come back for further review. There were no additional adverse patient effects. The system remains implanted.